Event description:
Reporter indicated that the physician's handheld computer was freezing on the "interrogation successful" screen. The product was returned to the manufacturer and underwent analysis. The alleged screen freeze complaint is a known issue that has been evaluated and addressed previously (event is readily confirmed). No further testing is required for this particular event. No other anomalies were identified.